Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump was losing occlusion. In order to retain desired occlusion, the occlusion knob had to keep being adjusted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a 'belt slip' error and loss of occlusion due to the main bearing leaking grease onto the encoder wheel. Per data log analysis, the large roller pump reported under speed (belt slip) four times. It is likely the user thought this was a loss of occlusion since it will cause a reduced flow when it occurs. An actual loss of occlusion would not cause any log entries. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Additional testing was done and the roller to roller measurements were within specifications. The non-reference roller was measured and no notable difference was observed. No mechanical issue on the occlusion assembly were observed. It is possible that the perfusionist considered it loss of occlusion from grease/belt slip by not making the actual revolutions. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
No additional information was available at the time of this clinical review. The information available is that during a cardiopulmonary bypass (cpb) procedure a roller pump located on the heart-lung machine (hlm) kept losing occlusion. It is unknown what location the roller pump was in, therefore for the purpose of this review, the arterial pump position will be used. According to the information available, they lost occlusion once during bypass. They then used the occlusion knob to readjust it, and continued the case without issue. The incident did not delay the surgical procedure. There was no blood loss or harm associated with the occurrence.